Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was undersensing on the right atrial lead. The lead was cut, explanted, and replaced.

Manufacturer narrative:
Product evaluation summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that three days post emergent coronary artery bypass grafting, the right atrial lead was confirmed to be in the ventricle by chest x-ray. The lead was repositioned, but there was difficulty sensing p waves as the p waves were not discernable. Pre-discharge testing the following day showed atrial standstill. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).